Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the device was implanted in 2009. Testing after wound closure showed a short circuit between electrode 3 and 7. Thus the device was exchanged during the surgery with a backup implant.